Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a decrease in longevity from 5 years. The patient has an advisory device and is being scheduled for a generator change.

Event description:
New information notes that the patient has metastatic cancer and tachy therapies are disabled. The physician is aware and he¿s deciding if any further action will be taken. Further information notes that no further action has been taken and the patient¿s condition has not been affected by the status of the device.